Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he was unable to duplicate the reported issue. Physio-control provided the biomedical engineer with evaluation/repair options available through physio; however, no decisions had been made on how they wished to proceed with the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently lose power by itself. There was no patient use associated with the reported event.